Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted during a transurethral cystoscopy procedure performed on (B)(6) 2017. According to the complainant, the physician placed the percuflex¿ plus ureteral stent and then used a cystoscope to check the positioning of the stent. Reportedly, the retrieval line was thought to have cut through the stent, detaching the distal pigtail and leaving it free floating in the bladder. The stent was removed from the ureter. Separately, the detached pigtail piece was successfully removed from the bladder using removal forceps. The procedure was successfully completed with another percuflex¿ plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned device revealed that the bladder pigtail was found detached. No other anomalies or damages were noted. Based on the condition of the returned device, the complaint was confirmed. Based on the information available, the complaint is due to known physiological effects of the procedure noted within the directions for use (dfu). Therefore, the most probable root cause of this complaint is anticipated procedural complication. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted during a transurethral cystoscopy procedure performed on (B)(6) 2017. According to the complainant, the physician placed the percuflex¿ plus ureteral stent and then used a cystoscope to check the positioning of the stent. Reportedly, the retrieval line was thought to have cut through the stent, detaching the distal pigtail and leaving it free floating in the bladder. The stent was removed from the ureter. Separately, the detached pigtail piece was successfully removed from the bladder using removal forceps. The procedure was successfully completed with another percuflex¿ plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.